Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a. Silverberg, c. Carlson, e. Geller, o. Devinsky and w. Doyle. "Vagus nerve stimulation in 436 consecutive patients with treatment-resistant epilepsy: long-term outcomes and predictors of response."

Event description:
It was reported in a scientific article that a vns pt experienced severe neck pain synchronous with the duty cycle resistant to alteration of parameters and requiring lead revision. Good faith attempts to obtain add'l info have been unsuccessful to date.